Event description:
It was reported that bd angiocath¿ IV catheter leaked blood. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the hospital used angiocath. After successful puncture, it was found to leak blood at the catheter junction.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but a video of the defect was provided to bd for evaluation. A review of the device history record was performed for the reported lot, 7279568, and no quality issues were found during production. Our quality engineer reviewed the provided video and determined that there was a leak between the catheter and adapter junction. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter leaked blood. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the hospital used angiocath. After successful puncture, it was found to leak blood at the catheter junction.